Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information, that patient passed away due to cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the patient passed away due to cancer. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The manufacturer's product investigation laboratory (pil) received a trilogy 100 ventilator with no power cord, no inlet airpath filter, no outlet filter and had a passive outlet port. The ventilator was run for 75 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the clock setting, internal and detachable build dates steps failed testing specs. The clock setting and batteries build dates were expected as the ventilator had taken a while to arrive to the product investigation laboratory (pil) and be investigated. The ventilator was taken apart. No contamination was found in the air flow path. Some black contamination was found on the inside of the blower¿s top cover but not on the blower¿s fins.